Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One flexible silicone drill driver was returned and evaluated. Upon visual inspection the head of the device had fractured from the shaft. There is no damage to the sheath of the device. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the flexible drill shaft broke while drilling to prep for screw placement into g7 shell. A backup tray was opened and a substitute instrument was utilized to complete the procedure. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.